Event description:
Reporter alleged discrepant pt blood glucose results on inform sys #1 of 500 mg/dl compared to inform sys #2 of 80 mg/dl when testing was performed back to back within <10 minutes apart. The alleged testing was performed in the hosp. Quality testing was reportedly performed and values were within an acceptable range. As a result of the comparison, no actions were taken or treatment was rec'd. A request was made for the return of the suspect device and replacement prod was sent. Inform sys 1: comfort curve strip lot 549423 and exp date 01-31-08. Inform sys 2: comfort curve strip lot 549423 and exp date of 01-31-08.

Manufacturer narrative:
The suspect prod is the comfort curve test strips. (System 1) which was reported for suspect device with strip lot 549423 and exp date of 01-31-08.